Event description:
The pt presented with recurrent prolapse, chronic retention, recurrent infection and incomplete bladder emptying which was likely due to the tight placement of a suburethral tape. The pt also experienced urgency and urge incontinence. Along with the suburethral tape, the pt also had 2 anterior vaginal wall meshes. This report is for the suburethral tape. The pt also had two anterior vaginal wall meshes taken out at the same time as the suburethral tape.